Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and low r-wave amplitude on the right ventricular (rv) lead. On (B)(6) 2024, the patient presented with loss of capture on the rv lead. Under fluoroscopy, the rv lead was found to be dislodged. On (B)(6) 2024, during lead revision it was noted that the rv lead helix was slow to extend or retract. The physician elected to explant and replace the rv lead. The patient was discharged following the procedure.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, r ¿ wave amplitude variation and helix mechanism issue. The reported event of helix mechanism issue was confirmed. Visual examination found the helix was retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of failure to capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.